Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.